Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to high thresholds. This lead was also noted to have exhibited helix retraction issues. The lead was successfully replaced and is not expected to be returned. No adverse patient effects were reported.